Event description:
It was reported that the ventilator alarmed for low o2 when used on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. During test in a reference ventilator the gas module failed the pre-use check in the subtest "flow transducer test". The test log from the pre-use check shows that the gas module deliver more air gas to the patient with the consequence that the oxygen concentration will be lower than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirms the reported problem.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).